Manufacturer narrative:
The analysis of the device revealed the header epoxy was intact, however the parylene coating on the device can had come off and portions of the parylene coating on the device header were damaged and parts of it were missing. The damaged parylene on the device header gave the appearance the header epoxy may have been cracked. The parylene failed to adhere to the device can.

Event description:
During the replacement procedure, a crack was noted on the header of the ICD. There was no allegation as to what caused the damage. The patient was stable during and after the procedure. Related manufacturer report number: 2938836-2017-01118.